Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. The test reservoir was able to lock in place. Device received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. No missing segments noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and bolus buttons of insulin pump had to press multiple times and very hard to get insulin pump to respond. The customer¿s blood glucose level was unknown. The customer stated that there was scratches on screen and making it harder to see. The insulin pump will not be returned for analysis.